Event description:
The hub of a 3.5 x 28mm cypher select plus stent broke when the operator was attaching the inflation device.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.